Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 20, 2023. Section h3: evaluated by manufacturer: yes. Additional information: device evaluation: visual inspection under magnification revealed that the complaint lens was received cut and with a detached haptic. The lens was cleaned and, no further issues were identified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the iol was inserted and removed within the same procedure. If explanted, give date: not applicable as the iol was inserted and removed within the same procedure. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic had a folding problem when inserting it into the eye. The iol was fully inserted and then removed. No backup iol was implanted. The patient was left aphakic with a scheduled procedure in (B)(6) 2023. There were no other medical or surgical interventions such as incision enlargement, vitrectomy or sutures. Reportedly, no one else can provide additional details.